Manufacturer narrative:
Device used for treatment, not diagnosis additional narrative: part information updated from unknown part to known part catalog number; screw in the kit was part 04.503.104.20 with lot 7532063. Lot number, expiration date. Device is an instrument and is not implanted/explanted. (B)(4): the investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. A review of the device history records was performed and no complaint related issues were found. Corrective data: reported as no information on initial medwatch. Reported as yes for single use device on initial medwatch. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that during a procedure of closure of osseous peduncle, the tip of the screw broke off. The procedure was carried out and finished by using a new device with no prolonging of the procedure. The extremity of the screw has fallen onto the ground and it was not possible to find it. No patient adverse consequences have been reported. The patient status is reported as ok with no problem. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
A manufacturing evaluation was completed: three screws were sent back. The tip of one screw is rounded and not sharp anymore. The other screws are intact, in unused condition. The relevant dimensions of the broken screw tip cannot be verified anymore due to the damage of the tip. The examination of the raw-material testing certificates and the manufacturing papers showed no deviations regarding material analysis, strength and structural stability. The values were in compliance with ao/asif specification and with the international standard (iso 5832-11). The fracture face is homogenous, which indicates material conformity. Based on the provided information we are not able to determine the exact cause of this occurrence. The screw in question was manufactured in november 2013. The tip of the screw is rounded and not sharp anymore. It¿s clearly visible that the passivated layer is worn out at the damaged tip, which indicates that the damage was caused post-manufacturing. It is likely that a mechanical overload during use, par example by exceptional hard bone, caused this occurrence. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. This report is for 1 unknown matrixneuro screw. Part number reported as 145321s; lot number reported as 8781357. Part and lot number reported is for matrixneuro kit; screw part number is likely 04.503.104; however, without product unable to confirm. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.